Event description:
It was reported the patient is experiencing autoreducing. Lead diagnostics revealed multiple contacts had high impedances. Reprogramming was unable to resolve the issue. Follow up information identified surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention to remove the entire scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.